Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The patient stated that he had repeatedly inserted new sensors due to other issues has resulted in bleeding and scarring. Per medical review, a photo sent by the customer shows several previous sensor insertion sites that have scabbed over, with one having a pinpoint scab and the other a larger scab, indicating there had been a small amount of bleeding at the larger site. The area of skin between the two insertion sites appears very pale pink compared to the surrounding flesh tones. There are also several small light brown spots, but it is difficult to determine whether those are scars or normal skin spots. This is being reported to capture the allegation of scarring. No additional patient or event information is available.